Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery, battery power loss alarms due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the battery in the insulin pump was only lasting one day. It was reported to happen with a lot of batteries. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The timing was less than 8 hours from the low battery alert to replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. The customer stated the battery compartment contacts were corroded. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.